Event description:
At 8:00 am, the omni feeding pump was programmed with a total volume of 300ml and rate of 150ml/hr, per the feed schedule. Around 9:45am, the feed bag was still full and the pump was running. The rn saw the pump running and the screen said, "20 minutes left" but the total amount feed said 0ml. The entire 300ml was still in the feed bag. Pump replaced and removed from room. Manufacturer response for enteral feeding pump, kangaroo omni (per site reporter). They are investigating the device issue.